Event description:
It was reported that during an implant attempt, during repositioning of the lead, the physician was unable to get the stylet to pass through the lumen of the lead body. This occurred after a few attempts at lead repositioning. It was thought that blood was in the lead lumen. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis noted that the lead was damaged at implant. No blood was seen visually inside the distal conductor and a fresh stylet passed without issue. The lead was slightly stretched.